Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The modular fractured tip was replaced and the driver torque calibration checked and was found to be within range. Investigation suggest an over torque condition occurred. Burrs or deformation prior to disassociation could contribute to the tip being wedged within the set screw.

Event description:
On 07.26.2017 it was reported to k2m, inc. That during surgery the tip of the torque indicating wrench broke. The torque wrench tip remains in the patient confined to the set screw. Surgery took place on (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The distal tip was observed to be fractured at the hexalobe to shaft transition. Investigation suggest an over torque condition occurred. Burrs or deformation prior to disassociation could contribute to the tip being wedged within the set screw.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That during surgery the tip of the torque indicating wrench broke. The torque wrench tip remains in the patient confined to the set screw. Surgery took place on (B)(6) 2017.